Event description:
Pt was undergoing percutaneous transluminal coronary artery. The physician predilated the mid right coronary artery & inserted the stent. Upon exchanging guide catheter withdrawing the stent cath from the pt, the stent was dislodged. Intravascular ultrasound showed the stent to be in the mid right coronary artery. Two guidewires were inserted in an effort to snare the stent, without success. Pt's condition declined. A portion of one of the guidewires used for retrieval broke off in the right coronary artery. Pt was taken for emergency surgery.